Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead experienced insulation damage by the physician during an implantable pulse generator (ipg) replacement for low battery. The system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to melting. The analyst noted that the lead was returned with severe explant damage. Visual inspection found the proximal conductor 2 out of 5 filars fractured in vivo /flexed. No insulation breach in vivo was observed.